Event description:
During an investigation into a subsequent event, a previously unreported event was discovered. The device was removed due to "infection" approx 3 weeks post-operatively. The entire 2-piece inflatable penile prosthesis was removed.